Manufacturer narrative:
Unit alarmed compromised force sensor system during displacement test due to motor with high currents draw. Unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm. Unable to confirm if the low reservoir alarm feature is working properly due to compromised force sensor system alarm. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump was stuck on the priming sequence. Customer's blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.